Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04830. Related manufacturer reference number: 2017865-2020-04837. Related manufacturer reference number: 2017865-2020-04840. It was reported that review of the patient's implantable cardioverter defibrillator (ICD) transmissions revealed episodes of far r-wave oversensing on the atrial lead, causing automatic mode switches on (B)(6) 2020. The device was reprogrammed to address this issue. Later, the patient presented with an (B)(6) bacterial infection and endocarditis. The ICD, right atrial lead, right ventricular lead, and left ventricular lead were all explanted due to the infection. There was vegetation noted on the leads. The patient had a fever but was otherwise stable post procedure.

Manufacturer narrative:
As received, a complete lead was returned with the helix retracted, measuring 64.4 cm. Visual inspection found the helix to be clogged with dried body fluids, and x-ray inspection found over torque of the inner coil at the proximal region of the lead. The cause of the helix retraction difficulty was isolated to the helix being clogged with blood and over torque of the inner coil. The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the  reported event. Final analysis found an external insulation abrasion breaching the optim sheath at 9.0-9.3 cm from the connector pin. The silicone insulation was not damaged at this location. The abrasion was consistent with friction to the device can.